Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire met resistance with the patient¿s moderately calcified, moderately tortuous, and 95% stenosed lesion, resulting in difficulty during advancement and removal. Additionally, it was reported that the wire was observed to be peeled once removed from the anatomy. In this case, it is likely that manipulation of the wire, when resistance was met, contributed to the reported peeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the left circumflex (cx). After the lesion was pre-dilated with a unknown balloon catheter, a 190cm ht bmw universal guidewire (gw) as advanced into the lesion; however the gw was noted to get stuck, and could only be advanced with high resistances with anatomy. It was observed that the black polymer was peeling; however it was confirmed no portion of the guide wire remained in the patient. The gw was replaced with another guidewire to complete the procedure. There were no reported adverse patient effects no clinically significant delay. No additional information was provided